Event description:
It was reported while a patient had been wearing a pod for less than an hour the needle had not deployed upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Download data shows the device delivered 21 first prime pulses and was deactivated at 31 pulses. During the first priming sequence, a second confirmed open was triggered earlier than expected due to a rotational sensor error, resulting in first prime ending prematurely. This caused the completion of second prime to occur without the needle mechanism deploying. After downloading the pod, the device was rerun. During the rerun, a rotational sensor error was replicated and the needle mechanism was deployed as intended. The commutator cap was viewed under magnification as well as the rotation sensor springs and the pcb connections for the rotational sensor assembly. No damages or defects were found that would lead to the rotational sensor error observed. The root cause of the rotational sensor error could not be determined.